Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed with a button error during a bolus attempt. The patient's blood glucose at the time of incident was 328 mg/dl. Troubleshooting was initiated for the button error alarm. The mother did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No products were shipped or returned since the daughter no longer had the pump in her possession. The mother will call back with the pump's serial number to process a replacement pump for the customer.